Event description:
The customer reported that they had a higher than expected product volume collected on a mononuclear cell collection (mnc) procedure. The collected volume was >700mls, but the machine recorded the end collected volume of 91mls. There was no medical intervention necessary. The customer declined to provide the patient's identifier. This report is being filed due to insufficient information to determine if a device malfunction with the potential for injury occurred.

Manufacturer narrative:
Investigation: per the customer, the operator noticed from the very beginning that the volume did not match up with the readings. The disposable set was returned for evaluation. Customer returned an mnc bag full of product containing rbcs, a plasma bag containing rbcs and a second plasma bag with plasma only. The blue slide clamp to the plasma bag was clamped-off yet the plasma bag appeared to contain red blood cells. There was clear fluid in the vent bag. The weights (before tare) for the mnc and plasma bags were 924.5g and 97.9 g, respectively. The collect/replace pump tubing was visually inspected. A mark was noticed on the tubing, which indicated that the tubing had been stressed in that area during the procedure. The pump tubing was fully adhered to the pump cartridge tabs. The pump tubing length was measured. The collect/replace pump was found to be 0.225" longer than the specification. The bonds were evaluated. It appeared that one of the tubes had shifted slightly after the glue was applied. A service call was placed for the spectra device. A full system checkout was completed. The collect volume issue could not be duplicated. The pump speed and occlusion was checked and were found to be per specifications. The valves were checked and found to be functioning per specifications. A saline run was performed and no issues were found. Root cause: the cause of the volume issue was due to pump tubing not being fully loaded in the pump rotor during the procedure. The cause of the loading issue was due to the pump tubing being too long. Based on the evaluation of the tubing bonds, it appears that the tube shifted before the glue was completely dry and this caused the pump tubing to be longer than specification. Correction: manufacturing staff were made aware of this incident and are in the process of being retrained to the appropriate procedures. In addition, the manufacturing work instructions will be updated to include additional instructions for ensuring that the tubing is not inadvertently shifted during the drying process.